Manufacturer narrative:
The manufacturer had previously submitted a report with an incorrect date of submission. The date entered was 11/18/2020 and it the actual date of submission was 11/24/2020.

Manufacturer narrative:
The manufacturer had previously reported the device's system board was replaced to address the ventilator not powering on and the lcd screen and lcd to system board cable were replaced to address a blank lcd screen. Additionally an error code related to the charging of the internal battery was observed. The device's internal battery was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator would not power on. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board was replaced to address the issue. The technician observed physical damage to the lcd screen. The device's lcd screen and system board to lcd cable were replaced to address the issues.